Event description:
It was reported that during reprocessing a fenestrated bipolar forceps instrument, the tips do not meet together. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. One grip was bent, causing a side to side misalignment of the grips. There was a .092¿ offset at the instrument's tips, indicating overloading at the tip. Electrical continuity testing was performed and passed. Failure analysis concluded the damage was likely due to mishandling / misuse. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. There were also scratches on the surface of the distal pulley. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.